Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that immediately after a surgical procedure, there was a possible broken bur in the associated micro drill. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not available for return.

Event description:
It was reported that immediately after a surgical procedure, there was a possible broken bur in the associated micro drill. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.